Event description:
The device was implanted on 3/7/95. On 11/12/96, the MFR received a response to a device tracking polling letter from the pt which states that the device was explanted on 9/5/96, because her "side had swollen up-full of blood".